Event description:
Pathologist report indicates: thromboembolic occlusion of left coronary artery due to aortic valve prosthetic implant. *possible non-functional cardiac pacemaker. *possible contributor to death.